Event description:
Event date unk. Nurse reported blood tubing cracking and then leaking at the base of the drip chamber. Product not received as of the time of this report. If product is received, a follow up report will be sent when investigation complete.

Manufacturer narrative:
Manufacturer's report date: 01/07/2009. Patient's information requested and all available information is included.